Event description:
It was reported to manufacturer by facility, they had an incident of an injury to a resident using the hoyer arise lift. Per facility, the plastic knee strap buckle broke during transfer causing a laceration to the residents' leg during transfer. Sutures to his leg were needed. Per facility, the transfer was done properly and the resident's weight was appropriate for the lift. The resident is fine today. Manufacturer issued RMA# 62843 to get lift back for evaluation.